Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a red alert on the home remote monitoring system for a high, out-of-range shock impedance measurements, on this right ventricular (rv) lead. A technical service consultant (t/s) reviewed the data, and suggested reprograming device to increase alert for out of range impedance measurements to 150 ohms. T/s recommended at the patients next follow up appointment to perform lead integrity testing and a 1.1 j r-wave synchronous shock delivery. T/s stated if in normal range continue to monitor the patient. This lead remains implanted. No adverse patient effects were reported.